Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. While closing the patient the needle pulled off the suture and became lost in the patient. The surgeon attempted an intra abdominal search but was unable to locate it. The follow day, a x-ray was done and the needle was visualized in the stomach. The patient required a reoperation to remove the fragment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual sample is composed by 1 thread and a small part of needle still attached to the thread (1 mm). The visual inspection of the remaining part of needle does not reveal any defect. Representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for tested for needle pull tensile strength and the devices met performance specifications.